Manufacturer narrative:
A complete lead was returned in one piece measuring 86.1cm. The reported event of no capture was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon testing the left ventricular lead, no capture was noted. A x-ray revealed the lead had pulled back. The lead was explanted and replaced on (B)(6) 2018. The patient was stable.